Manufacturer narrative:
(B)(4). This complaint is related to (B)(4) / medwatch #1828100-2017-00032 and medwatch #1828100-2017-00033 .

Event description:
It was reported that during pre-cardiopulmonary bypass procedure, the screen of the pump has changed to orange colour. The pump display looked orange because all dots turned on. The product was changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) was not able to duplicate the complaint. The pst performed multiple tests and observed display properly displaying orange graphics. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was not confirmed. Service repair technician (srt) performed functional test and observed pump to operate as intended. The srt replaced the small display as most likely cause of the complaint. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.